Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 3mg/ml at 0. 4mg/day via an implantable pump. The patient¿s medical history included carcinoid tumor. Per the physician, the patient has had discomfort at the pocket site. At a recent office visit, he noted that the superior aspect of the pump had become superficial and was ir ritating the dermis. At that time, they discussed revision of the pocket so as to reduce the risk of the pump eroding through the pump pocket. The environmental, external or patient factors that may have led or contributed to the issue as well as diagnostics/troub leshooting performed was noted as ¿n/a¿. The patient was taken to the or (operating room) the day of the report for planned pump pocket revision to implant pump deeper due to discomfort and per physician, concern for erosion through skin. The physician opened up the pump pocket and dissected out the existing pump and proximal pump segment. He then proceeded to modify the pocket to make it deeper. A catheter aspiration was performed prior to surgery and after replacing the pump back into the newly modified pocket to ensure patency of the intrathecal catheter. Incision was then irrigated and closed. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.